Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl procedure, when the surgeon was preparing to drill the femoral tunnel, the reamer, ar-1410lp, broke. The procedure was delayed for approximately 60 minutes until all fragments were retrieved from the patient. The case was completed by using another reamer, ar-1410lp, without any further issue. Additional information provided 9/30/2020: it was reported that it was necessary to extend the anesthesia for the patient, due to this issue in order to locate all fragments.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1410lp was received for investigation. Visual inspection identified that the distal tip of the reamer head had broken off. The fragments were not returned for assessment. Due to the condition of the device received, the critical dimensions at the tip could not be analyzed. However, the od of the shaft and the material composition met all as-received specifications. The observed condition is most likely the result of user applied mechanical forces or interference with other instrumentation. It was noted that the bone quality encountered during the procedure was not provided.